Event description:
The user experienced issues with ise calibrations and stated erroneous results were generated for four pt serum samples. Of the data provided, the results for three samples were discrepant. All results are in mmol per l. Sample 1 initial sodium result was 132, repeat result was 138. On (B) (6) 2009, sample 2 initial potassium result was 4.1, repeat result on cobas 6000 (B) (4) was -0.2, repeat result was on cobas 6000 (B) (4) was 4.1. None of the erroneous results were reported and no pts were affected. The field service representative determined there was a defective sipper nozzle and replaced it. He also replaced the reagent syringe and sipper syringe barrel. To verify the analyzer performance, he ran precision testing, calibration and qc.

Event description:
The user experienced issues with ise calibrations and stated erroneous results were generated for four pt serum samples. Of the data provided, the results for three samples were discrepant. All results are in mmol per l. Sample 3 initial sodium result was 63 and initial potassium result was 0.7 with data flags. Repeat sodium result was 135 and repeat potassium result was 4.1. None of the erroneous results were reported and no pts were affected. The field service representative determined there was a defective sipper nozzle and replaced it. He also replaced the reagent syringe and sipper syringe barrel. To verify the analyzer performance, he ran precision testing, calibration and qc.

Manufacturer narrative:
Investigation determined the root cause is probably contamination. The customer was not performing maintenance activities as required. In addition, the field service representative identified rinse nozzle and vacuum lines with small holes in them. After replacement, the instrument was working as expected. No further similar events were reported.